Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition and test step failure during testing. The device's oxygen blending module housing assembly was replaced to address the failed test step not the oxygen blending module board as previously reported. Both components were returned to the manufacturer's product investigation laboratory for further investigation. The oxygen blending module board and oxygen blending module housing assembly both passed all testing.